Event description:
Note: date of event is unk. It was reported to boston scientific corporation that an endovive safety peg kit device was used to perform a peg placement procedure. According to the complainant, during insertion, the device got caught in the stomach tissue. Reportedly, the transition region between the obturator and the peg tube was rough, which presented difficulty pulling the device through the tissue layers. Although the procedure was completed with this device, some trauma to the tissue layers was noted; however, no treatment was required. At the conclusion of the procedure, the patient's condition was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.